Manufacturer narrative:
Product analysis: a kink was evident to the push-member, proximal to the on-ramp. A detachment of the push-member spade markerband weld was identified. Stretching of the distal on-ramp was evident, a full detachment did not occur of the on-ramp did not occur. Deformation was evident to the entry port. No deformation evident to the proximal on-ramp. No deformation evident to the distal tip. The inner lumen could not be verified to 0.0540¿ as the lumen patency ball could not pass through the entry port due the entry port deformation. No other deformation evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Three still images were provided for review. The images show a telescope guide extension catheter with peeling evident to the on-ramp. If information is provided in the future, a supplemental report will be issued.

Event description:
One 6f telescope guide extension catheter was attempted to be used during a procedure to treat a moderately tortuous, severely calcified lesion with 95% stenosis in the mid circumflex (cx) artery. There was no damage noted to the device packaging. The device was removed from the packaging per IFU with no issues noted. The device was inspected with no issues noted. The device was prepped per IFU with no issues noted. A radial procedural approach was used. The mid-cx lesion was crossed by two non-medtronic wires. A 2.0mm balloon could not cross so a telescope was used. The lesion was dilated with a 1.0mm non-medtronic balloon. It was stated that the lesion was then dilated further by a 2.0mm and a 2.5x30mm sprinter. Resistance was encountered when advancing the telescope device, excessive force was not used during insertion/delivery. The device was not excessively torqued. It was reported that the device was damaged at the entry port and the end of the distal push wire was broken. Resistance was not noted during removal of the device. The deformation was noted after the device had been removed from the patient. No patient injury reported.

Manufacturer narrative:
Images provided for still image review. The images provided show a telescope device with a detachment of the push member. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.